Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received five q-syte units within sealed packages from lot number 8058512 along with a miscellaneous extension set. Through the visual/microscopic evaluation, physical/mechanical damage was not observed on any of the components of the representative units. The septums were not unglued or lifted from the rim of the q-syte adapters. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device after three days of use it was found that the separation membrane was not completely closed. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: after 3 days of use, it was found that the separation membrane was not completely closed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device after three days of use it was found that the separation membrane was not completely closed. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: after 3 days of use, it was found that the separation membrane was not completely closed.